Event description:
The initial reporter stated that the pump was alarming an error code 10 and 12. They did not provide any additional information about the error code occurrence. They stated that this resulted in a twelve-hour delay of therapy. It is unclear if they are able to use an alternate method to complete their feeding. Mmd did follow up with the initial reporter and they did not report any adverse effect to the patient. They did not provide any additional information. [(B)(4)].

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmd for investigation, the motor had failed and this caused both error code 10 and 12 to occur. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.